Event description:
It was reported that a patient experienced pericardial effusion and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave 31 mm - us was selected for use. Prior to transeptal trace effusion noted on ice imaging, transeptal performed without issue and pulmonary vein isolation (pvi) began in left superior pulmonary vein. Between ablating in left superior pulmonary vein and ablating in left inferior pulmonary vein, increase in effusion noted, no changes in blood pressure, pvi continued, right superior pulmonary vein complete and during ablating on right inferior pulmonary vein, increased effusion noted as compared to when ablating on left side and blood pressure dropped warranting need for pericardiocentesis, when centesis was performed patient returned to hemodynamically stable and drain place at site of centesis for safety. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed. It was further reported that the patient is recovering with creatinine levels minimally elevated. The patient also recently went back into atrial fibrillation, requiring a cardioversion.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericardial effusion and hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af), a farawave catheter was selected for use. Prior to transeptal puncture, a trace effusion was noted on intracardiac echocardiographic (ice) imaging. Transeptal puncture was performed without issue and pulmonary vein isolation (pvi) began in left superior pulmonary vein. Between ablating in left superior pulmonary vein and ablating in left inferior pulmonary vein, increase in effusion was noted with no changes in blood pressure. Pvi continued, and right superior pulmonary vein complete. During ablation on the right inferior pulmonary vein, increased effusion was noted as compared to when ablating on left side and the patient blood pressure dropped. The ablation had been taking place for 10 minutes before the event took place. Pericardiocentesis was then performed with three 50 cc syringes of blood pulled, and following this intervention, the patient returned to hemodynamically stable and a drain was placed at site of the pericardiocentesis for safety. The patient was admitted to the hospital beyond standard of care. The patient was expected to fully recover from the event. The farawave catheter is not expected to return for analysis as it was disposed.